Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a small prolapse of the posterior leaflet and fibrous thickening. A mitraclip was implanted at the center of p2. A second mitraclip was advanced and crossed the septum, however a single leaflet device attachment (slda) was observed on the first clip (90405u124). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. This was confirmed on fluoroscopy and echocardiogram. In the physician's opinion, the slda was most likely due to difficult echo imaging, caused by the patient's previous surgery and multiple comorbidities. The second clip was positioned lateral to the slda clip and was implanted to stabilize the slda and to reduce mr. Post procedure mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar events. All available information was investigated and the poor image resolution and slda was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.